Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right coronary artery. A 2.25mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported and the patient was stable.